Manufacturer narrative:
H6: medical device problem code 2017 clarifier- use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the tibial artery. Reportedly a 2.5x60mm on 150cm armada 14 balloon dilatation catheter (bdc), was prepared, however bubbles were noted when a negative pressure was applied. The bdc was still used to dilate the lesion, and following its removal it was noted to have a leak coming from the distal end of the hub. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional and scanning electron microscopy analysis were performed on the returned device. The reported leak was confirmed. The production record review was performed and revealed no indication of a product quality issue. The corrective and preventive actions (CAPA) review was performed indicating there is a potential product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the armada 14 balloon dilatation catheter (bdc) was prepared; however, bubbles were noted when a negative pressure was applied. The bdc was still used to dilate the lesion, and following its removal it was noted to have a leak coming from the distal end of the hub. It should be noted that the percutaneous transluminal angioplasty (pta), armada 14, global instructions for use (IFU) specifies: to perform the steps outlined 1 through 7 to remove all air and verify the integrity of the pta catheter. The instructions indicate to perform the steps outside of the patient¿s anatomy and to verify the device preps and does not leak. The device should not be used in the patient anatomy if a leak is noted or suspected. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined a potential product quality issue based on the evaluation of the returned unit and the review of the corrective and preventive actions (CAPA) database. The leak was observed coming out of the distal end of the strain relief tubing. It was determined the device leakage from the distal end of the luer may possibly be attributed to a gap/channel in the adhesive at the distal adhesive bond area. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.